Event description:
It was reported that there was a primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that the front corner was cracked. During start-up, flow and occlusion testing, the reported issue could not be duplicated. The root cause of the issue could not determined. Replaced speaker as preventive measure. A corrective and preventative action has been opened to address the reported issue.